Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to ports placement, the maryland bipolar forceps (mbf) instrument conductor wire was found broken. The instrument was not used on the patient. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the conductor wire was broken in half.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this event, but the failure analysis testing has not yet been completed as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps (mbf) bipolar instrument was analyzed and found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grip cable and the conductor wire. The instrument passed the electrical continuity test in both grips. No damage was found on conductor wires. The complaint was confirmed by failure analysis.